Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported when he releases the footpedal, there is some residual aspiration. According to the surgeon, no patients were harmed during surgery. This event was reported to have happened during several surgeries with no patient harm reported. The surgeon provided a dvd with a surgery where this event could be seen. However, the dvd was unable to be viewed as it may have not written correctly. Additional information has been requested.